Event description:
Pt underwent upgrade of ventricular pacing system in 10/2000. Initially felt improvement in symptoms, but later returned to prior status. Followup indicated failure of the atrial lead with an extremely high impedance. Chest x-ray showed that lead was fractured at the clavicle first rib site.